Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer found that the rinse tube was broken and replaced it. They then performed cleaning and checks of the instrument. An iqc test was run with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 5.58 mg/dl and the repeat result was 0.87 mg/dl. The result of 5.58 mg/dl was reported outside the laboratory. The reagent lot number was 49963001 and the expiration date was 31-may-2021.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.